Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.11 livanova deustchland manufactures the s5 double roller pump 85, the event occurred in united kingdom. Picture showing error message: "short-term internal malfunction, remains operational- pump 1" was provided. Livanova field service engineer was dispatched to the customer facility and was not able to replicate the issue. Through follow up communications, it was learned that the issue happened several times and override was performed to finish the case. As a precaution, a loan roller pump has been provided and installed. Serial read out files (real time device parameters and setting recording file) of the affected pump were collected and confirmed that a watchdog reset occurred. Also, multiple alarm overrides were recorded. The faulty roller pump has been sent to the manufacturer for further analysis. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the s5 double roller pump 85, displayed the alarm short term internal malfunction. The issue occurred during service. There is no patient involvement.

Manufacturer narrative:
H11: based on product evaluation at manufacturing site, reported issue was confirmed and device is recommended to be scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.